Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced part is not available for further evaluation.

Event description:
A customer contacted stryker to report that buttons on main keypad on their device were intermittently unresponsive. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.